Manufacturer narrative:
Additional information : a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of homechoice cassettes had "holes in the soft part of the cassettes¿. The holes in the cassettes were discovered during visual inspection of the supplies and prior to patient use. The sets were not used during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.